Event description:
It was reported that the customer¿s care team requested a factory reset of the ilet due to reduced carbohydrate intake over recent months, with usual meal announcements contributing to low blood glucose, including a reported value of 70 after a ¿less than breakfast¿ announcement; the user then prepared and installed a new infusion set and cartridge, applied a new dexcom g7 sensor, configured the ilet with date/time, cgm pairing, rewind, cartridge and set insertion, weight entry, and proceeded to bionic mode, followed by pairing with the mobile app. Symptoms included no clinical signs, symptoms, or conditions reported beyond the low reading. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and third party. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and no specific device component identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.